Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was in a severely calcified left anterior descending artery. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, the balloon was inflated to 2am, 4atm, 6atm, 6atm, 8atm, 10atm and 10atm respectively. However, it was noted that the balloon ruptured upon seventh inflation at 10atm and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable.